Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, the patient's father reported the patient has experienced hyperglycemia in the 400-500 mg/dl range for the past 2 weeks while using the infusion device. His normal blood glucose is 80-150 mg/dl. He has delivered insulin via injections and the infusion device as treatment. The infusion device has displayed e4 occlusion errors, and the accessories were changed to resolve the issue. The time was not programmed correctly on the infusion device and blood glucose monitor, and this was corrected. Follow-up was completed on (B)(6) 2013, and he was still experiencing elevated blood glucose. No further e4 errors were received, and his blood glucose would decrease on injections but then go back up while on the infusion device. Father was advised to have the patient use his backup infusion device. Follow-up was completed on (B)(6) 2014. His blood glucose returned to normal after switching to a backup infusion device, and his father believes the alleged infusion device was not delivering insulin correctly. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 occlusion errors were found in the history, and the occlusion limits were tested successfully.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.